Event description:
It was claimed by a customer that the backrest frame suddenly dropped down without pressing any button, while the patient sat down on the bed. The backrest was at approximately 30 degree, and started to lower slowly, but unexpectedly, like someone pressing the handset, but it was not. The patient trapped his finger and he felt pain. No intervention was required. Arjo engineer checked the device, and no issue was found.

Manufacturer narrative:
According to the instructions for use for the enterprise 8000 ((746-571-UK-2) "it is recommended to use the function lockout facility on the attendant control panel (acp) to prevent unintended movement." The facility claimed that the bed was lowering on its own; however there was found no issue with the bed at all, and the engineer could not duplicate the reported scenario. In addition, IFU warns the user, "before operating the bed, make sure that the patient is positioned correctly to avoid entrapment or imbalance." Taking into consideration that no malfunction was identified, the exact cause of the reported issue could not be determined. Arjo device did not fail its specification, no malfunction could have contributed to the reported issue found. The device was used for the patient treatment at the time of the incident and from that perspective, it played a role in the event. The complaint was assessed as reportable due to the allegation that the backrest section unintentionally lowered without any buttons being pressed and trapped and patient's finger. The patient felt pain, which was assessed as a minor injury. No UDI information is available, the device was manufactured before UDI implementation.